Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was <0.100 miu/ml with a data flag and was reported outside the laboratory. As the laboratory was verifying all low hcg+ss results, a spot qualitative test was done and was positive. The sample was then repeated on another cobas e601 analyzer and the result was >10000 miu/ml with a data flag. With a 1:100 dilution, the result was 74717 miu/ml with a data flag. The sample was repeated on the original cobas e601 analyzer and the result was >10000 miu/ml with a data flag. With a 1:100 dilution, the result was 74529 miu/ml with a data flag. The repeat result was believed to be correct. The customer did not know if the patient was adversely affected. The hcg+ss reagent lot number 17326805 with an expiration date of 10/31/2014. The field service representative found there was possibly an issue with the sample quality, but also found a bent mixing paddle. He straightened the bent mixing paddle. He ran performance testing with success and all parameters within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.